Event description:
During the operation to remove the trochanteric nail, the surgeon noticed that the implant was broken. He could only remove part of the nail. The proximal part was removed but the distal part remained inside the femur of the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device and provided patient x-rays confirms the material fracture. The distal portion of the device was not returned for examination. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. A review of device history records finds no related manufacturing deviations or anomalies. The fractured device and provided lag screw were examined using white-light stereomicroscopy and scanning electron microscopy (sem) by a depuy metallurgy scientist. The examination found fatigue striations and secondary cracking near the fracture initiations. This was indicative of the fracture being initiated due to fatigue. Burnishing in the fractured screw hole provided the evidence that the nail bore the weight of the body. Excessive load bearing led to fatigue initiation and propagation to the nail fracture. No material defects were found that could have contributed to the fracture initiation. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Additional information be received, the investigation will be re-opened.